Manufacturer narrative:
The investigation reviewed the alarm trace for 27-jun-2024 (12:49 pm-1:56 pm); no issues were noted. The field service engineer (fse) inspected the analyzer and found the water bath overfilled. He determined that a failed solenoid valve (sv) vacuum valve had caused the event. He then replaced this part. He also replaced the cuvettes and verified the alignments and rinse levels. He performed a bath exchange, a photometer check, and a cell blank. He verified the analyzer's performance by precision checks with successful results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The alkaline phosphatase reagent lot number is 783154. The aspartate aminotransferase reagent lot number is 785546. The glucose reagent lot number is 779013. The expiration dates were requested but not provided. The field service engineer (fse) inspected the analyzer and determined that a failed solenoid valve (sv) had caused the event. He then replaced the sv for the rinse mechanism vacuum. He also changed all the cuvettes as a precautionary measure. He checked the alignment and rinse levels and performed a bath exchange, photometer check, and cell blank. The analyzer's performance was verified by a precision check with successful results. The investigation is ongoing.

Event description:
The initial reporter received questionable gluc3 glucose hk gen.3, alp2 alkaline phosphatase acc. To ifcc gen.2, astpm aspartate aminotransferase acc. To ifcc, and other assay results from an unspecified number of patient samples tested on the cobas c 503 analytical unit. The reporter was able to provide the following patient samples with discrepant results: sample (B)(6). The initial glucose result was 73.0 mg/dl. The repeat result was 130 mg/dl. Sample (B)(6) the initial glucose result was 44.0 mg/dl with a data flag. The repeat result was 94.3 mg/dl. Sample (B)(6) the initial alkaline phosphatase result was 42.2 u/l. The repeat result was 120 u/l. Sample (B)(6) the initial aspartate aminotransferase result was 16.6 u/l. The repeat result was 35.0 u/l. Sample (B)(6) the initial glucose result was 123 mg/dl. The repeat result was 277 mg/dl. Sample (B)(6) the initial glucose result was 47.1 mg/dl. The repeat result was 93.3 mg/dl. Sample (B)(6) the initial aspartate aminotransferase result was 7.66 u/l with a data flag. The repeat result was 23.2 u/l.